Event description:
Initial results for an "extradiol" was 329 pg/ml. When repeated, the result was 1839 pg/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.